Event description:
A friend or family member of a patient reported the therapy never really worked. The caller stated the patient is on 2.0 v but still has accidents. The patient does not feel stimulation and the therapy is on. The issue was not resolved. It was noted the patient had a knee replacement surgery on (B)(6) and the caller stated the therapy was turned off for the surgery. The caller noted the patient fell soon after the knee replacement surgery and broke her femur. The caller confirmed the surgeries were unrelated to interstim. Stimulation was increased to 3.2 on program 1 and the patient felt stimulation in the correct area. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.